Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian patient who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The deflation was confirmed by a physician with no accompanying issues or left sided problems. As a result, replacement with saline implants was performed on (B)(6) 2019.

Manufacturer narrative:
The identity of the impacted product, originally reported as unknown mentor saline, was revealed through the receipt of the device on 6/5/2019. The impacted product was a mentor smooth round moderate plus profile 225cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the right breast implant. During evaluation of the sample creases and shell abrasion areas in the anterior and posterior view were noted. Leak testing was performed in accordance with mentor procedures and revealed two tears measuring less than 0.1 cm each within the shell abrasion area in the posterior view. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).